Event description:
A malfunction alarm on a pump was reported by the caller, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided instructions on how to reset the pump, and the caller successfully completed the reset with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurred.